Manufacturer narrative:
The returned device was evaluated and the internal lot and serial # extracted from the device microprocessor, and also appears on the data graph, is expected to not match the external lot and serial number that is stenciled on the device that was returned (figure 1). The external lot and serial number is the identifying number in our systems, to ensure traceability. No bends, kinks or damages were observed on the soft cannula. The reservoir plunger was positioned at approximately 60% of a full fill, however, no insulin remained in the reservoir. The overall length of the soft cannula was measured and is within specifications. The reservoir was filled with colored water to perform a leak test; no resistance was noted during the fill process. A leak test was performed and no leakages were observed along the entire fluid path. Fluid was able to pass through the fluid path and exit the distal tip of the soft cannula. No abnormalities were observed with the download data that would indicate the device struggled to deliver insulin during the run.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 387 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, the patient applied a new pod and administered insulin. The patient's blood glucose history are as follows: (B)(6).